Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿inflammation and edema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in the lacrimal grooves (dark circles), 0.4ml each side. 12 hours later, patient experienced ¿inflammation and edema of the treated area.¿ it was noted that infiltrations of hyaluronidase in the affected region were performed without results. Unspecified pre-treatment was provided prior to injection. The next day, an ¿oral steroid, cephalexin, and oral antihistamine¿ were provided to patient as treatment. In 48 hours the edema improved; however, it has not disappeared completely.